Manufacturer narrative:
B4: 15-jul-2021. B7: it was alleged that the patient had possible inflammation and an infection at the surgical site. G3: 14-jul-2021. G6: follow-up # 1. Health effect - clinical code: 1932 - inflammation, 1930 - unspecified infection medical device problem code: 2682 - patient-device incompatibility. H10: the device was not returned, thus device examination could not be performed. A review of radiograph images showed large osteolytic areas. Limited information was provided; notably, no postoperative, interim, or flexion/extension radiographs were provided; therefore, it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. It was not possible to determine the cause of the event. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that an m6-c was removed due to pain and osteolysis.